Event description:
It was reported that there were cuts in the tubing of two (2) solution sets with duo-vent spike which resulted in a fluid leak. The dark blue clamp on the tubing had cut the line causing a leak. This issue was discovered while hanging the medication. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H11: the actual devices were not available; however, two companion samples were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Pressure and clear passage testing were performed, and no leaks or blockage were noted in the sets. Additionally, a pull test was performed, and no separation was noted. Furthermore, functional testing was performed, and the units worked as expected. Based on the sample result, the units were determined to be conforming products. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.